Event description:
On (B)(6) 2008, it was reported to boston scientific corporation, that on (B)(6) 2008, during preparation for use of the prolieve thermodilitation system, the tc heater failed power up diagnostics. According to the complainant, the system was rebooted several times but would not power up. There was no pt involvement.

Manufacturer narrative:
A field service engineer was dispatched to investigate the unit. The reported problem was determined to be caused by a thermoelectric module failure. The module was replaced and the system passed all testing. (B)(4).